Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to wear and tear damage with mishandling and with increasing use/time. Additional evaluation findings: the forceps channel port had corrosion but no liquid or foreign material came out; guide joint had a crack; suction connector was damaged; scope ID had discoloration due to water leakage; due to a pinhole on channel tube, water tightness was lost; due to damage on cover of ultrasonic cable, the insulation resistance between evis and us connector did not reach the standard; image guide bundle had significant breakages; distal end was shaved; ultrasonic connector had corrosion due to water leakage; universal cord had coating peeling; and universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofiber videoscope failed the leak test. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps channel port had corrosion but no liquid or foreign material came out; insufficient or incorrect reprocessing. Cause: foreign material (unknown) cannot be removed even if the correct reprocess was performed due to the buckling of each channel or nozzle or the gap on the insertion section or the boot. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, buckling of each channel or nozzle and gaps on the insertion section of the boots prevented removal of foreign (unknown) material even with correct reprocessing was likely caused by a leakage that occurred in the channel tube. The foreign material was not identified. However, a definitive root cause could not be determined. Per the operation manual, the reprocessing method is described in the following section: chapter 6 "compatible reprocessing methods and chemical agents". Chapter 7 "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.